Event description:
"Diagnostic urs (so minimal invasive) access sheath introduced, but could not be progressed more than 10 cm. Flexible urs could not be introduced in ureter. After withdrawal of access sheath on fluoroscopy, a foreign body was seen. With semirigid urs the tip of the access sheath was seen and with difficulty retracted. Retraction caused more damage to ureterwall and subsequent renal colics postoperative. R.I. Nooter - urologist."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.